Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The device had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer did not recall any significant events leading up to the alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)